Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) and service history record (shr) was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation, since the investigation was unable to determine a probable cause for the complaint event.

Event description:
It was reported that during the procedure, the fiber broke approximately four centimeters from the distal end. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber broke approximately four centimeters from the distal end. The procedure was completed using another of the same device. There were no patient complications.